Event description:
General report received of an unspecified number of undocumented incidents of the float valves in the solusets did not open during filling; subsequently no flow was noted. The solusets were being used to deliver unspecified solutions. After unspecified lengths of time in use, it was noted the solusets float valves did not open; subsequently, solutions would not flow from solusets. The customer contact reported that the staff may have squeezed the chambers to free the valves. There were no reported adverse pt effects and no reported delays of critical therapies. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated, the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).